Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and allergic reaction to the adhesive. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod between 36 and 48 hours, the patient has developed an allergic reaction that lasts for 2 to 3 months to the adhesive leaving the skin red, irritated and itchy. The patient consulted the doctor, who prescribed creams (octenisept; containing 0.1mg octenidinhydrochlorid and 2.0g xenoxyethanol) to be used as much as needed and 28ml of cavilon to apply every 24- 48 hours.